Manufacturer narrative:
Analysis of the device identified epoxy in the atrial connector block thread areas, which caused the set screw to be firmly stuck in the atrial connector port. When the set screw was tightened on the lead during the implant procedure the epoxy in the connector block threads caused the setscrew to be locked in place which prevented removal of the lead. As a result, the set screw could not be loosened and the lead could not be removed from the device port. The reported field event of lead removal difficulty due to a set screw anomaly was confirmed. Based on these findings, abbott is performing further investigation.

Event description:
During a follow up in clinic, diagnostic imaging was performed and the right atrial (ra) lead was noted to be dislodged. During the repositioning procedure, the physician attempted to remove the atrial lead from the device header but was unsuccessful. The lead and device were explanted and replaced. The patient was stable with no consequences. Manufacturer report number: 2017865-2018-14757.